Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/07/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m. H3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle and a dispensed suture of product code vcp752d were received for evaluation. Short insertion could be observed in the strand. The visual inspection concluded that the needle/suture combination was detached from the needle, since the insertion end of the suture did not meet the requirement. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use, resulting in a pull-out defect. The pull-out defect has been correlated to the manufacturing process. According to the procedures is a class 1 defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. (B)(4).

Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2021 and suture was used. During the procedure, pulling off of the suture needle occurred when sewing subcutaneous fat. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.